Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that guidewire twist occurred. A rotawire and 1.50mm rotapro was selected for use. The clip was properly placed at the end of the rotawire and positioned into the side slot. Despite the brake defeat button being held down, the wire loop twisted on itself at the advancer exit while advancing the burr into the guide catheter in dynaglide mode. The devices were exchanged and the procedure was completed. There were no patient complications.

Event description:
It was reported that guidewire twist occurred. A rotawire and 1.50mm rotapro was selected for use. The clip was properly placed at the end of the rotawire and positioned into the side slot. Despite the brake defeat button being held down, the wire loop twisted on itself at the advancer exit while advancing the burr into the guide catheter in dynaglide mode. The devices were exchanged and the procedure was completed. There were no patient complications.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: it confirmed that the event of brake failure to release wire - wire position lost was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the DHR and reported complaint, the most probable cause for this complaint was considered adverse event related to procedure as the reported events do not indicate any device damages or brake failures during unpackaging, preparation, or testing.